Event description:
Over the course of approximately five months, I've encountered numerous issues with the dexcom g6 device, including: erroneous sensor readings, insertion device not detaching, skin rashes from sensor adhesive, and transmitter malfunction. I've notified dexcom and my care provider on multiple occasions. These issues were reportedly known to the company and manufacturer made corrections. However, the company did not recall these products and continues to ship defective products to patients. FDA safety report ID # (B)(4).